Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The consumer reported the string pulled out and the tampon remained inside. She was able to manually remove the tampon and did not seek medical assistance. No further information has been received.